Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ongoing ambulance-like alarms believed to come from his ICD, but ICD interrogations didn't reveal anything and it was then believed to come from his vad. It is believed the patient could be unintentionally triggering a self test. Log file analysis did not show unusual events. However, the controller was unable to record/store any alarms in history.

Manufacturer narrative:
Incidental findings: damaged black power cable. Manufacturer's investigation conclusion: the reported event of the system controller not recording alarms as intended was not confirmed. Two log files were reviewed, containing data that collectively spanned 9 days (B)(6) 2020 per time stamp and (B)(6) 2020 per time stamp). However, atypical events did not occur throughout the data. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Multiple alarms were intentionally triggered on the controller, and the alarm history was viewed on the system controller after each alarm. The controller displayed each alarm as intended via the alarm history screen. Issues displaying alarms regarding the controller were unable to be reproduced. The root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5 - additional information; the controller exchange in (B)(6) 2019was reported under MFR. Report #2916596-2020-01425. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 there was a controller exchange to hsc-078973, since which no alarms in history were recorded. Log files were sent.